Event description:
It was reported that an implant at tooth site # 17 was removed due a screw fracture inside the implant. Form indicated: early (B)(6) 2025: placement of an implant-supported crown, splinted to another implant-supported crown on tooth site #16. End of (B)(6) 2025: mobility detected in the implant-supported crown on tooth site #17, doctor discovered a fractured screw inside the implant. On (B)(6) 2026: the clinician attempted removal, but the screw could not be retrieved and decided to remove the implant despite good osseointegration. A new implant will be placed within the next few months.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products implant xifnt510 lot number 2120017132 g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided.